Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a right side stroke. The physician stated that the patient experienced some troubles with a few fingers on the left hand. It was reported that the patient's hand function improved and the patient was discharged three days post-procedure. No further issues have been noted.